Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10 trackwise # (B)(6). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. However, a photograph was provided by the account. A photographic inspection was conducted on (B)(6)2020 . Signs of clinical use and heavy amounts of charred material was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the photographic inspection, the reported failure "peeled; jaw" was not confirmed but was confirmed for the analyzed failure "material twisted/ bent wire". Specific actions for the analyzed failure "material twisted/ bent wire" mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws began to pull apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws began to pull apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.